Event description:
This event involved a patient who experienced a controller failed alarm approximately two and a half years after heartware lvad implantation. The vad coordinator reported that it was difficult to communicate with the patient since he repeatedly hangs up the phone (of note: while the patient was in a psychiatric facility). When the controller log files were downloaded, they revealed that a controller failed alarm had been logged. It appears that the patient had changed his controller (B)(4) to his back-up controller without reported patient injury.

Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of receipt. Evaluation in progress.

Manufacturer narrative:
The controller was returned to heartware for evaluation. The complaint for controller failed alarm was confirmed via review of the log files. The functional test shows that controller failed functional testing it revealed a memory corruption, but the root cause can not be determined. Heartware will continue to monitor issues of this nature.